Event description:
Affiliate reported that during a saphenectomy, in probing and stripping the saphenous vein, the probe broke off at the level of the insertion of the retainer where it inserts in the traction dome. The broken piece was finally retrieved, by performing an incision in the area of the channel near the thigh. There were no adverse pt consequences.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.